Manufacturer narrative:
The 2 devices for these events have been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The device is labeled for single use.

Event description:
This report summarizes 2 malfunction events. A review of the events indicated that model mc1616 biopsy instrument experienced failure to prime and self-activation. These reports were received from various sources. Of the 2 events, both involved patients with no reported injury. I event involved a male patient (B)(6) years old and weighing (B)(6) kgs, the other patient¿s age, weight, and sex were not provided.

Manufacturer narrative:
The lot number for the two malfunctions were provided and lot history reviews were performed. The devices have been returned for evaluation; the evaluation identified self-activation and failure to prime for both malfunctions. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 2 malfunction events. A review of the events indicated that model mc1616 biopsy instrument experienced failure to prime and self-activation. These reports were received from various sources. Of the 2 events, both involved patients with no reported injury. One event involved a male patient 54-year-old and weighing 67 kgs, the other involved a 39-year-old male weighing 62 kgs.